Event description:
Boston scientific received information that this patient was septic and had a systemic infection. It is unknown if the infection spread from the pocket to the patient or from the patient to the pocket. The physician does not suspect the infection is related to the device implant. The system was explanted. During the explant procedure, the patient experienced ventricular tachycardia and had to be externally rescued. The patient was put on a ventilator and antibiotics and a right sided trans venous system will likely be implanted. No other adverse events have been reported. This product issue will be updated if additional information is received. The event and explant dates did not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.